Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No further patient information is available. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the customer¿s 3rd party modem cable. The modem cable will be replaced by the customer. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The reported issue occurred before placing the device on the patient. When attempting to turn on the device, they observed the aforementioned issue. Another device was present and was used. This issue is patient related; however there was no adverse patient outcome reported.